Event description:
It was reported that the customer experienced high blood glucose levels (180 mg/dl). Customer reported that his site hurts.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.